Event description:
The customer contacted stryker to report that their device voice prompt stop abruptly and unexpected power off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a depleted battery. However, further cause of the depleted battery could not be determined. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device voice prompt stop abruptly and unexpected power off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer was provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.